Event description:
Healthcare professional initially reported "no complaint against the device". Patient later reported "complaint against the device". Healthcare professional later reported "rupture (pinpoint)" of a saline device. Healthcare professional later reported "intentionally ruptured to remove, circled damage made". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "rupture" of a saline device (deflation).

Event description:
Healthcare professional initially reported "no complaint against the device". Patient later reported "complaint against the device". Healthcare professional later reported "rupture (pinpoint)" of a saline device. Healthcare professional later reported "intentionally ruptured to remove, circled damage made". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary: the device related to the reported event of deflation and use error received on march 03, 2024. With lot number 2227137. Based on the device analysis grid, the assessments of the complaint are: - deflation : observed, one opening on diaphragm valve assessed as cracked valve seat diaphragm valve and delamination on the diaphragm valve assessed as adhesive failure. - use error: observed one opening assessed as surgical damage per rga. As per the investigation procedure, crease completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.